Manufacturer narrative:
Tech said the bed had no bed functions. Tech found pcm defective. Cause unk. Board not producing proper voltages. Tech replaced the pcm to repair. He said nobody was hurt.

Event description:
Bed would not power up.